Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the pacemaker. The noise was present in both unipolar and bipolar settings and occurred after the r-waves. The device was reprogrammed. The patient was asymptomatic.